Manufacturer narrative:
The primary monitoring device, the central station, was working as per normal operation and there was no allegation of a malfunction to primary monitoring. The staff was alerted appropriately by the central station to the initial patient condition (heart attack event) and the medical emergency response team resuscitated the patient. The patient was resuscitated successfully but expired approximately 25 minutes later. The customer issue was with the secondary monitoring device, the paging system, where the customer informed philips that they had a delay time of approximately 3 minutes until the alarm was received on the dect phone used by the nurse responsible for the patient. There is no data to support that the philips paging system caused or contributed to the adverse patient event as paging is a secondary alarm notification device. The emergin system (philips intellispace event management system) is not intended to provide real-time information, nor is it the source of alarms, nor is it a replacement for alarming devices. The time between the piic ix and the iem server was found to be not synced correctly. The times were nearly 1 hour out of sync with each other as documented in the logs. This time sync would not cause any delay in the real delivery of the alert to the dect phone in a timely manner. Fse (field service engineer) subsequently connected all systems (piic ix, emergin server, phone server) with a single time server so that they would all be synced with the same time. According to the fse, after several tests it wasn't possible anymore to simulate a delay of 3 minutes. Everything worked fine. The fse concluded that it was possibly a network delay on the customer network that caused the 3 minute delay in paging. The actual cause of the paging delay is not clearly defined and it will be considered that the cause is unknown based on the information provided, although the customer network or 3rd party (B)(4) nurse call system may have been the cause. There were no other changes made to the paging system and the system was verified as being fully operational. The paging system remains in use at the customer site. A search found no further calls logged for this device issue and no manufacturing issues related to the device problem on this complaint. There were no similar complaints found. No further action or further investigation is warranted.

Event description:
The customer informed philips that they had a delay time of approximately 3 minutes until a patient alarm was received from the dect (digital enhanced cordless telecommunications) paging phone used by the nurse responsible for the patient. The philips central station functioned correctly in sending out the alarm data and a nurse immediately rushed to the patient's room and called the medical emergency response team to resuscitate the patient as the patient was having a heart attack. There was patient involvement where the patient expired.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer informed us that they had a delay time of approximately 3 minutes until a patient alarm was received from the dect paging phone for the responsible nurse. The philips central station functioned correctly in sending out the alarm data and a nurse immediately rushed to the patient's room and called the medical emergency response team to resuscitate the patient as the patient was having a heart attack. There was patient involvement where the patient expired.